Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an occlusion issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: review of the black box data revealed the data from the date of the complaint had been overwritten due to continued patient use. Record of occlusion due to high force on bolus delivery was recorded on a different date. On investigation, the pump powered on normally and was exercised for 24 hours without any duplication of the alleged occlusion. The force sensor unit was evaluated and found to be operating within the required specifications. Unrelated to the original complaint, the battery compartment and pump case were both noted to be cracked.